Event description:
Just a few mins ago, my daughter's bedwetting alarm short circuited and batteries leaked out onto her body. She has been burnt by the hot battery acid which spilled on her body. Luckily we caught it on time and were able to remove the alarm and remove batteries. The alarm is very hot and leaking of hot batteries. My daughter has minor burns on her neck from the batteries and alarm.